Event description:
No current to device to create desired effect, after instrument went through troubleshooting second device opened and functioned properly without further difficulty.====================== manufacturer response for 6.0 bipolar sealer, aquamantys======================or materials coordinator has called and spoken to rep.